Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex with shield technology model # = ped2-500-20. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. The device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization procedure pipeline failed to open constantly during release. There were not any patient complications associated with this event. No patient injury was reported. The pipeline and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield braid appeared to be fully opened without any damaged. There was not any damage or bend found on the pushwire. Additionally, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No other anomalies were observed. We were unable to determine the cause of the failure to open as returned pipeline flex with shield braid fully opened with no damage. It is possible the that patient¿s vessel tortuosity cause or contributed to the reported event; however, no information regarding patient anatomy was reported. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.